Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08217. It was reported the patient's left lead has migrated. Reportedly, reprogramming only provided adequate coverage to the back area; however it was not effective to the left thigh and hip. A physician consult will be the next course of action. Follow-up identified surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-08217. Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's entire scs system was explanted and replaced. The patient's physician elected to replace the patient's ipg to take advantage of new technology.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2015-08217. Additional information received identified effective stimulation was reportedly restored following postoperative programming.